Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a patient family member that when the magnet is placed over the device, the device is "no longer singing." The device remain in use. No patient complications have been reported as a result of this event.